Event description:
Pt came to the operating room for a sternal closure and intra-aortic balloon catheter removal. It was then discovered that the intra-aortic balloon extention line had a small amount of serous blood inside. Physician was notified and intra-aortic balloon catheter was removed. Pt suffered a stroke after this procedure.